Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical evaluation noted no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. Without the return of the actual products involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that legion revision system with femoral & tibia components, augments, offset coupler and stems were revised due to tibia loosening. No further information is available.